Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was between 350 mg/dl and 450 mg/dl all yesterday and today. The customer's old infusion set was painful. The customer treated with an insulin pump bolus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test was declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. An infusion set will be returned and replaced.